Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while performing a mock insertion the nurse pre-tested the balloon and expressed that customer had been doing so because they found that some of the balloons did not disinflate. And on a couple of occasions, customer had to acquire a second tray. The balloon insertion did not simple until the entire water was discarded, and then when the syringe was empty, they were able to remove the 1 to 2 cc that had remained in the balloon. This happened a second time with a second folding in the same facility during this lca. Representative explained customer that they did not need to pretest the balloon when they were running into this issue and had a history of the balloon, not inflating across the hospital. Although they were able to remove the water after a few attempts, and once they had a completely empty syringe this was not reassuring for the customer.

Event description:
It was reported that while performing a mock insertion the nurse pre-tested the balloon and expressed that customer had been doing so because they found that some of the balloons did not disinflate. And on a couple of occasions, customer had to acquire a second tray. The balloon insertion did not simple until the entire water was discarded, and then when the syringe was empty, they were able to remove the 1 to 2 cc that had remained in the balloon. This happened a second time with a second folding in the same facility during this lca. Representative explained customer that they did not need to pretest the balloon when they were running into this issue and had a history of the balloon, not inflating across the hospital. Although they were able to remove the water after a few attempts, and once they had a completely empty syringe this was not reassuring for the customer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned photo sample noted one opened (with original packaging), urine meter drainage bag with catheter. Visual inspection of the photo sample noted the catheter balloon was inflated. A potential root cause for this failure mode could be ¿user oversight, user did not follow procedure¿. A DHR review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "10. Attach the water filled syringe to the inflation port note: it is not necessary to pre-test the foley catheter balloon". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while performing a mock insertion the nurse pre-tested the balloon and expressed that customer had been doing so because they found that some of the balloons did not disinflate . And on a couple of occasions, customer had to acquire a second tray. The balloon insertion did not simple until the entire water was discarded, and then when the syringe was empty, they were able to remove the 1 to 2 cc that had remained in the balloon. This happened a second time with a second folding in the same facility during this lca. Representative explained customer that they did not need to pretest the balloon when they were running into this issue and had a history of the balloon, not inflating across the hospital. Although they were able to remove the water after a few attempts, and once they had a completely empty syringe this was not reassuring for the customer.